Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a history of short to shield due to an issue with the red wire that resolved with an external driveline repair (B)(6) 2017. The patient's heartmate 2 left ventricular assist device (lvad) was interrogated on (B)(6) 2022 and it was found to have several low flow alarms, low speed advisories, and pump off's on (B)(6) 2022. Log files were sent for review. The log file captured low flow, low speed, and pump off events (B)(6) 2022 at 1447-1455 while using the power module. It was noted that the patient was using primarily battery power since the start of the data capture on (B)(6) 2022 and connected to the power module (B)(6) 2022 and had the events (B)(6) 2022. The alarms resolved when the patient switched to battery power. It appeared that the patient had a short to shield again, and there did not appear to be enough space to perform another repair.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2022, it was noted that the patient was placed on an ungrounded cable and routine log files were sent for review, which captured routine events with nothing unusual noted regarding the short to shield.

Manufacturer narrative:
Section b5: the patient's previous short to shield and driveline repair were reported in MFR#: 2916596-2017-01820. Manufacturer's investigation conclusion: review of the submitted log files confirmed events that appeared consistent with a potential issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log files recorded several low speed and pump stop events on 08may2022 while the patient was connected to the power module. Before and after these events, the pump appeared to have operated as intended with pump speed remaining at or above the low speed limit, and there were no additional issues observed. It was noted by an abbott technical services representative that there did not appear to be enough space to perform another external driveline repair. Through communication received in july of 2022, the patient is supported via an ungrounded patient cable. Incidental findings: review of the submitted images revealed that the external portion of the dl was wrapped in rescue tape. Damage to the silicone layer was also observed underneath the tape layer. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number: (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) and driveline serial numbers: (B)(6) (original) and (B)(6) (repair), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, ¿patient care and management¿ (under pump performance monitoring), covers wear and tear to the percutaneous lead. Section 7, ¿alarms and troubleshooting,¿ addresses all system controller alarms and how to respond to such events. The heartmate ii lvas patient handbook rev. C is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.